Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was treated with vancomycin injection 1 gram stat (route not reported) for the peritonitis event. On an unreported date, the patient began treatment with piperacillin plus tazobactam injection 4.5 grams twice daily intravenously prescribed for fourteen days for the peritonitis event. The cause of death was hypotension and labile blood pressure. The patient was not hospitalized for the peritonitis event. It was unknown if the patient was recovered or was recovering from the peritonitis event at the time of death. It was not reported if an autopsy was performed. Dianeal therapies were ongoing until the time of death. No additional information is available.